Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was keeping noise when back light was turned on. The customer's blood glucose level was 5 mmol/l. The customer reported that the old insulin pump did not have that back light noise so they were convinced that something was wrong with the insulin pump. The device will be returned for analysis.